Manufacturer narrative:
Added codes to h.6 type of investigation and investigation findings. Corrected codes in h.6 investigation conclusion. The device was not returned for evaluation. No work order information was provided, therefore lot history was unable to be conducted. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided by the site, the patient's access vessel with calcification and undersized vessels were observed. Calcification was noted on the patient's annulus. The IFU, device preparation manual, and device training manual were reviewed. During thv deployment, check to ensure the thv is exactly between the valve alignment markers, the flex tip is on the triple marker, and the balloon lock is locked. Perform thv deployment by unlocking the inflation device, initiate rapid pacing, confirm placement of the center marker within the optimal zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. If the delivery system balloon bursts or leaks during deployment without thv embolization, do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system. Maintain guidewire position. Check for pv leaks under echo. If post-dilation is needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Additionally, since no edwards defect was identified, no corrective or preventative actions are required. The balloon burst and difficulty withdrawing the device were unable to be confirmed due to unavailability of device return and /or relevant imagery. Since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis, and therefore no manufacturing non-conformances were able to be identified. DHR and lot history review were unable to be performed as the device lot number was not provided. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the balloon burst at the end of deployment. Of note, the patient had significant circumferential calcification, an stj under 20mm and a right coronary stent sticking out slightly.' Per provided 3mensio imagery calcification present on the patient leaflets and undersized vessels. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, undersized mld in the access vessel can create non-coaxial withdrawal angles or the inability of the sheath to expand/contract as designed as such, available information suggests that patient factors (calcification) may have contributed to the reported event. Per the complaint description, 'during withdrawal of the delivery system, a little more force was necessary to withdraw the delivery system into the esheath.' The balloon burst likely altered the balloon profile. The altered delivery system made the device more susceptible to be caught on the sheath tip, which subsequently resulted in the reported withdrawal difficulty into the sheath. Additionally, the presence of sub-optimal patient factors such as tortuosity, calcification and undersized mld may have further exacerbated the withdrawal difficulties noted. Available information suggests patient factors (calcification/tortuosity, undersized mld) and/or procedural factors (withdrawal of burst balloon/excessive manipulation) could have contributed to the event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, the delivery system balloon burst at the end of 20mm s3u valve deployment. The valve was successfully implanted without any regurgitation noted. During withdrawal of the delivery system, a little more force was necessary to withdraw the delivery system into the esheath. There were no injuries to the patient as a result of the event. Of note, the patient had significant circumferential calcification, an stj under 20mm, and a right coronary stent sticking out slightly. These factors may have contributed to the horizontal burst of the balloon. The burst occurred with nominal volume.